Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not delivering; the pump primed properly but during bolus no drops exited the tubing. The patient's blood glucose was in the 20 mmol/l range and increased to 28.8 mmol/l. The customer was eventually hospitalized for the hyperglycemia and they went into diabetic ketoacidosis. At the hospital the patient's blood glucose was 26.2 mmol/l, which was treated with a manual insulin injection. Troubleshooting did not occur since the patient was getting checked into the hospital at the time of call. No products were shipped or returned.